Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that the inner tubing was kinked/buckled, there was blood in/on the helix mechanism and sleevehead, and the lead was stretched. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the outer insulation was breached cut, there was blood in/on the helix mechanism and sleevehead, and there was apparent explant damage.

Event description:
It was reported that the patient had twiddler's syndrome. It was further reported that there was no capture on the atrial lead and there was noise on the ventricular lead. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.